Manufacturer narrative:
A maquet field service technician investigated the unit and found the r56 thermistor on the power supply board has blown. The technician replaced the power supply board and tested the unit to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional info becomes available.

Event description:
Failure description from a maquet service technician: "the device smelt as if something has been burnt. The r56 thermistor on the power supply board has blown." The malfunction of the device was detected during service/maintenance. No pt was involved. (B)(4).